Manufacturer narrative:
Product analysis: analysis was able to confirm that all three light emitting diode (led) lights indicating a low battery lit up and remained on after inserting batteries and that the case was broken. Analysis noted that the user interface flex cable seated only half into the connector and even after reseating the cable the issue remained. Analysis also noted that the main cover was missing, one bail and bail cover were missing, and three screws were missing. The epg was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) case was broken and the battery low indicator light was always on. The epg was returned for service. No patient complications have been reported as a result of this event.